Event description:
A report was received that a trial implant was aborted due to severe pain in the pt's leg. The physician believes the complications were related to the procedure and not the device. The pt was reportedly doing well following the procedure.